Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, we're unable to conclusively determine the root cause of the reported incident. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. As stated in the IFU: the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that when the white balloon was inserted in the internal carotid, the safety balloon was found leaking. Another shunt was used to complete the procedure. No injury was reported to the patient.